Manufacturer narrative:
The sample was discarded at the user facility; therefore, evaluation was not able to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing records show the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Multiple attempts have been made to obtain required information (event date, patient demographics), but no further information is available at the time of this report. In the event, the required information is obtained, a supplemental report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured during treatment of a superficial femoral artery (sfa). The health care professional (hcp) predilated the target lesion successfully. The lutonix dcb allegedly ruptured after approximately twenty seconds of being inflated to a pressure of ten atmospheres. The sample was discarded by the user facility. No adverse patient effects were reported.